Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps contained tears. Cusp 1 was fibrotically thickened. There was fibrous pannus ingrowth on the inflow and outflow surface of cusp 1. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted supra-annularly using non-everting mattress sutures and pledgets on the inflow side. Since (B)(6) 2016, the patient had symptoms consistent with cardiac insufficiency and dyspnea. In (B)(6) 2016, an echocardiogram revealed severe aortic regurgitation (ar). On (B)(6) 2016, re-do aortic valve replacement was performed and this trifecta valve was explanted. Ex vivo, a tear was observed at the top of the stent post toward the right and left cusps. There were no reports of endocarditis or pannus on this valve. A 19mm carpentier-edwards perimount magna ease aortic heart valve was implanted.